Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device. The customer received a low glucose reading of 45 mg/dl on the adc device compared to a reading of 173 mg/dl obtained on a healthcare professional (hcp) meter. The results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The length of wear was 9 days. The customer experienced symptoms described as dizziness, lightheadedness, and neuropathy. Emergency services were called and upon their arrival, an hcp obtained the aforementioned comparison readings, administered unspecified treatment, and transported the customer to a hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.